Event description:
It was reported that while the surgeon was using the diego system with hemostatic pk blade, the patient suddenly developed a bradycardia. The surgeon has used this blade previously. The procedure was functional endoscopic sinus surgery. The patient was young and has no history of chronic diseases or previous surgery. They have used the debrider in oscillating mode. The patient developed a sudden bradycardia and eminent heart block.

Manufacturer narrative:
At the time of this report, multiple attempts to obtain further information have been unsuccessful, and the device has not yet been returned for evaluation. We have no further information as to what the actual device was or other details. As a result, a determination cannot be made at this time. If further information becomes available, gyrus acmi will continue the investigation and update the agency accordingly.